Manufacturer narrative:
The cause of the non-reproducible advia centaur cp troponin ultra result is unknown. A siemens customer service engineer went on site and performed a total service call. A technical application specialist also went on site and performed a precision test with two patient samples and a low control. The results were acceptable and matched the results from the advia centaur xp. The system was fully operational upon departure. No further testing is required. The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make a diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
MDR 1219913-2014-00232 was filed september 2, 2014 reporting non-reproducible advia centaur cp troponin-ultra results for two patients. Performance was performed to the system and siemens continued to monitor the site. September 30, 2014 - additional information siemens service continued to work on the system and found one rinse block with fluid and buildup. The rinse block, gray peripump and aspirate probe wash around pump were replaced. Qc was good. No conclusions can be drawn as to whether the discordant patient results were caused by the fluid and buildup in the rinse block.

Event description:
Customer obtained a falsely elevated advia centaur cp troponin ultra (tni ultra) result compared to repeat testing on the advia centaur xp and advia centaur cp tni ultra assay and the patient profile. There are no reports that treatment was altered or prescribed or adverse health consequences based on the elevated advia centaur cp tni ultra result.